Manufacturer narrative:
Submit date: (B)(4) 2012. The report refers to product code 8888585000, vascular tourn kit, with lot number 062717. The lot number provided is not a valid lot number; therefore the device history record could not be reviewed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If additional information is obtained, or if the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. In response to the investigation information concerning the lot number, covidien product monitoring, contacted the customer, (B)(6), team coordinator, rn, on (B)(6) 2012 and informed the customer that the lot number didn¿t correspond to a covidien lot number. Product monitoring asked the customer if they had further lot information. The customer reported he had no further lot information to provide.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical tape. The customer states that the umbilical tape of the tourniquet has broken/snapped while the surgeon is trying to secure the aortic cannula. Customer states no medical intervention was required as a result of the breakage.